Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported noise was confirmed in the laboratory. As received, only 12cm of the lead was returned. Analysis found insulation abrasion on the is-1 leg at 6.8cm from the connector pin. The proximal coil was exposed at this area and could cause the noise as reported in the field. The insulation abrasion found is characteristic of lead friction to the ICD can.

Event description:
It was reported that noise was observed on both atrial and ventricular leads. The ventricular noise triggered aborted therapies. The lead was explanted.